Manufacturer narrative:
The 26 mm commander delivery system was returned to edwards lifesciences for evaluation. During visual inspection it was observed that the balloon burst and separated both radially and longitudinally. The balloon material was inverted over itself. The balloon legs were inverted. The site provided procedural photos. Review of the photos showed the balloon burst and separated. The separated distal tip was stuck in a non-edwards sheath with a non-edwards bav catheter. During dimensional analysis, the balloon single wall thickness was measured and met the specification. Due to the nature of the complaint (burst balloon), functional testing was unable to be performed. DHR review did not reveal any manufacturing non-conformance that would have contributed to this complaint event. A lot history review revealed no other related complaints. A review of complaint history from june 2019 to may 2020 for the edwards commander delivery system revealed similar complaints. No potential manufacturing non-conformances that would have contributed to the complaints were identified. The review of complaint data found that the complaint rate did not exceed the may 2020 control limit for the trend categories. The IFU, device preparation training manual, procedural training manual, and procedural manual were reviewed for instructions/guidance for preparation and use of the devices. Per IFU and training manuals during thv deployment: check to ensure thv is exactly between the valve alignment markers, flex tip is on the triple marker, and balloon lock is locked. Perform thv deployment: unlock the inflation device. Initiate rapid pacing ensuring 1:1 capture sbp =50 mmhg, and pulse pressure <10 mmhg. Confirm placement of center marker within optimal initial center marker zone. Begin initial deployment with a slow controlled inflation. Fully inflate and hold for 3 seconds to ensure complete deployment. Completely deflate the balloon. Stop pacing and withdraw the balloon from the native valve. Additional considerations: verify flex tip is on triple marker to ensure full inflation of balloon during deployment and ensure stability of delivery system during thv deployment. Slow inflation during initial deployment may help with stability of the delivery system and thv during deployment. If considered, reposition only at the very early stage of deployment. Do not exceed 20 seconds for inflation and deflation of the delivery system. Always maintain control of the plunger of inflation device when releasing it. Never lock the inflation device during bav or thv deployment. Factors that may affect the thv deployment characteristics: narrow, calcified stj: thv movement ventricular and/or reduced foreshortening of the thv. Thv oversizing: reduced thv foreshortening. Incomplete thv expansion: reduced foreshortening of the thv. If delivery system balloon ruptures or leaks during deployment without thv embolization do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Maintain guidewire position. Check for pv leaks under echo. If post-dilation needed, use a new delivery system. Subclavian supplement to procedural manual advises that CT may be misleading in terms of distribution and location of calcium. In case of questionable calcification: check with duplex ultrasound. During the procedure, dilate as necessary to accommodate the sheath. Tortuosity ¿ degree and location: sharp angles are responsible for potential sheath kinking, subclavian/axillary dissection and aortic arch damage. During delivery system and esheath removal, assess if post dilation needed. Retract the delivery system from the ascending aorta into the esheath. Dsa contrast injection from lima catheter for better visualization to ensure no vascular access complication. Remove delivery system and esheath as single unit without torqueing while maintaining wire in place. Do not reinsert esheath at any time during removal. No IFU/training deficiencies were identified. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The complaints for ¿balloon ¿ burst¿, ¿distal tip, nose tip ¿ separated¿, and ¿delivery system ¿ withdrawal difficulty ¿ through sheath¿ were confirmed upon visual inspection of the returned device. However, a manufacturing non-conformance was not identified during the evaluation. Dimensional measurements of the inflation balloon single wall thickness were within specification. Review of the DHR, lot history, complaint history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. Per the report, the balloon burst was due to a stent in the left main making contact with the delivery system balloon. Interaction of the balloon with an existing stent may compromise the balloon wall during inflation, which likely resulted in the observed burst. The balloon burst would have resulted in an altered balloon profile, which would have created the observed difficulty withdrawing the delivery system into the sheath. The altered profile would make the balloon more likely to get caught during attempted re-entry into the sheath distal end. The flared balloon legs and inverted balloon material are indicative on the distal tip getting caught on the sheath tip. If enough retrieval force and manipulation is applied on the delivery system due to the resistance encountered at the sheath distal end, it is possible that the distal tip would separate. While a definitive root cause is unable to be determined, available information suggests that patient factors (pre-existing stent) and procedural factors (withdrawal of a burst balloon/excessive force and manipulation) liked contributed to the reported event. The complaint for ¿balloon ¿ burst¿ was confirmed. No manufacturing nonconformities were identified during the evaluation. Available information suggests that patient factors (pre-existing stent) likely contributed to the reported event. The complaint occurrence rate did not exceed the control limit for the trend category. Since no edwards defect or IFU/training inadequacies was identified in the evaluation, no corrective or preventative action nor pra is required at this time. The complaint for ¿distal tip, nose tip ¿ separated¿ was confirmed. No manufacturing nonconformities were identified during the evaluation. Available information suggests that procedural factors (withdrawal of a burst balloon / excessive force and manipulation) likely contributed to the reported event. The complaint occurrence rate did not exceed the control limit for the trend category. Since no edwards defect or IFU/training inadequacies were identified in the evaluation, no corrective or preventative action nor pra is required at this time. The complaint for ¿delivery system ¿ withdrawal difficulty ¿ through sheath¿ was confirmed. No manufacturing nonconformities were identified during the evaluation. Available information suggests that procedural factors (withdrawal of a burst balloon) likely contributed to the reported event. The complaint occurrence rate did not exceed the control limit for the trend category. Since no edwards defect or IFU/training inadequacies was identified in the evaluation, no corrective or preventative action nor pra is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
26mm sapien 3 valve, 26mm commander ds, 14 fr esheath during implant of a 26mm sapien 3 valve in the aortic position using subclavian/axillary approach, the delivery system balloon ruptured during valve deployment. The burst was due to a stent in the left main making contact with the delivery system balloon. There was difficulty withdrawing the devices as the ruptured balloon would not come back into the sheath with ease, resulting in separation of the nose cone and part of the balloon from the delivery system. A 20 fr non edwards sheath, an additional wire and an 8.0mm peripheral balloon were used to remove the devices from the patient. The separated nose cone was able to be brought partially into the sheath and removed from the body. The team was able to recreate the nose cone and balloon. At the time of the report the patient was doing well. The balloon appeared to be fully inflated when it burst. The patient had a moderate degree of calcium in the annulus/leaflets. The stent in the left main could be seen making contact with the balloon at the time of rupture. No bav was used. There was no extra volume added to the balloon prior to the inflation.